Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed occurred on for transmitter with serial number 8xfvcj. However, transmitter with serial number 8xyeu8 was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and transmitter failed was not found for serial number 8xyeu8 within the investigation window. The allegation was undetermined. No injury or medical intervention was reported.